Event description:
Footswitch sticking causing laser to fire on its own before manually being shut off. The footswitch is a component to the multibeam laser. There was no harm to the patient. There have been no similar issues reported.

Manufacturer narrative:
The malfunctioning footswitch was not returned to the manufacturer for investigation. It is unknown what may have caused the footswitch to stick.